Event description:
It was reported that a malfunction alarm occurred. Blood glucose was not impacted. Customer stated that the healthcare provider would be contacted to obtain alternate insulin therapy and declined further follow up from tandem technical support.